Manufacturer narrative:
Product was returned to engage surgical for evaluation; there was no damage or structural issues with any of the implants. Investigation into the patient demographic information revealed: sex - female, height - 60" (5 ft), weight - (B)(6) lbs, bmi - 39 (obese), other - chronic smoker. Obesity and smoking are identified as risk factors per the product instructions for use (IFU): "the following conditions, individually or together, may cause excessive loading of the affected prosthesis, exposing the patient to greater risk of a partial knee arthroplasty failure: obesity or overweight of the patient and smoking." Given the multiple risk factors presented, it was determined that patient selection is the most probable cause of the tibial subsidence. Revisions of partial knee arthroplasty (also known as uka) among obese females are well-documented in clinical literature.

Event description:
It was reported that a patient was complaining of anterior knee pain after four weeks post-op. The surgeon reviewed her x-rays and determined that the patient experienced anteromedial tibial subsidence. The surgeon provided two options to patient; 1) non-weight bearing for a few weeks to let the bone heal, or 2) revise from partial knee arthroplasty to total knee arthroplasty (tka). The patient elected to have a revision procedure. The procedure was performed without any further issues.

Manufacturer narrative:
Investigation update: as correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action may be indicated.